Manufacturer narrative:
A complete lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that patient experienced diaphragmatic stimulation due to dislodgement on the left ventricular lead. The lead was explanted and replaced with an epicardial lead. The patient was in stable condition after the procedure.